Manufacturer narrative:
Date of occurrence: 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a clearlink nitroglycerin set during infusion of total parenteral nutrition (tpn). The leak was coming from the tubing within the set before the luer lock and caused tpn to leak on the patient's bed. The tubing was replaced and the tpn infusion was resumed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.